Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer depended and asymptomatic patient's right ventricular lead exhibited unacceptably high capture thresholds and low pacing lead impedance. The lead was capped and replaced on (B)(6) 2017. No abnormalities were observed on x-ray. Patient was stable before, during, and after the procedure. Patient did not experience any complications and will continue to be monitored.